Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross access solution kit was selected for use. A perforation occurred and the procedure was cancelled. During a farapulse atrial fibrillation (a fib) ablation procedure, the physician used the versacross devices for transseptal access. It was visualized the septum using intracardiac ultrasound (ice), in combination with fluoroscopy and a carto mapping system. After the crossing the septum the with versacross rf wire, the rf wire seemed to go superior on fluoroscopy. After inspecting with ice, it was determined that the rf wire and versacross sheath were in the aorta. The physician then mapped the aortic arch with carto octaray mapping catheter for further confirmation. Due to the circumstances, the case was cancelled (farapulse system was not used). The versacross sheath and octaray mapping catheter were transported with the patient to cardiac surgery. Hemodynamically, the patient remained stable during the case and during transport to the operating room (or). The aortic perforation was repaired, and the patient was admitted to hospital beyond standard of care and it was later discharged. Product is not expected to return (disposed). It has been further mentioned that the patient was a petite, frail female, with a small and elongated heart. The transseptal was completed prior to the perforation occuring, and nothing abnormal noted during transseptal. However, after transseptal, the versacross rf wire was not visualized in the left atrium (la), and on fluoroscopy it appeared that the wire was in the right superior pulmonary vein (rspv). In the physician's opinion, there is no reason to believe that versacross rf wire or sheath malfunctioned during the procedure, nor contributed to the adverse event.